Manufacturer narrative:
The event occurred outside of the us, therefore the product involved was not imported to the us.

Event description:
It was reported to fresenius that a blood leak occurred with an ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt) treatment. The reported issue occurred approximately 30 hours after the initiation of treatment. The blood leak detector on the machine, a multfiltrate pro, alarmed to indicate the issue. The patient's estimated blood loss (ebl) wsa approximately 50 ml. The patient did not experience a serious injury nor require medical intervention. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that a blood leak occurred with an ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt) treatment. The reported issue occurred approximately 30 hours after the initiation of treatment. Treatment was stopped after the blood leak detector on the machine, a multfiltrate pro, alarmed to indicate the issue. The location of the clog could not be determined. There was no defect or damage noted to the dialyzer. No issues were encountered during prime or setup. The suspected cause of the reported issue is a defective membrane within the dialyzer however this could not be visually verified. The patient's estimated blood loss (ebl) was approximately 50 ml. The patient did not experience a serious injury nor require medical intervention. The patient was able to continue treatment with a new dialyzer. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b5.

Event description:
It was reported to fresenius that a blood leak occurred with an ultraflux dialyzer during a patient's continuous renal replacement therapy (crrt) treatment. The reported issue occurred approximately 30 hours after the initiation of treatment. Treatment was stopped after the blood leak detector on the machine, a multfiltrate pro, alarmed to indicate the issue. The location of the clog could not be determined. There was no defect or damage noted to the dialyzer. No issues were encountered during prime or setup. The suspected cause of the reported issue is a defective membrane within the dialyzer however this could not be visually verified. The patient's estimated blood loss (ebl) was approximately 50 ml. The patient did not experience a serious injury nor require medical intervention. The patient was able to continue treatment with a new dialyzer. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was not returned to the manufacturer for physical evaluation. However photographs of the reported issue were provided. A visual examination of the photographs confirmed of the reported issue. The retention samples were not tested. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Although the lots are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A review of the batch records confirmed that the (B)(4) produced in this lot were inspected according to protocol and found to be conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.